Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's gender was female. The patient's age was provided along with the name of the health care provider associated with the event. No symptoms were reported and it was indicated that the pump was not used. The customer was asked to return the device and was waiting on further instructions for the return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that the pump's calibration constant was read in the operating room using a clinician programmer tablet, and the calibration constant was different from the one on the package. As per the packag ing, the calibration constant was indicated as 107, and per the programmer the calibration constant was indicated as 118. The pump was not implanted and was still in the closed sterile packaging as only the outer box had been opened. Another pump was used instead. An exchange was requested. The pump was to be returned to the manufacturer for analysis. No patient symptom was reported.

Manufacturer narrative:
H3: analysis confirmed the calibration constant of the pump was 118 when interrogating the pump with a clinician programmer tablet. No anomalies were seen in the pump printout or system status and event log review. The returned pump was not accompanied by the external box, and the internal packaging was discarded before the lab could verify the reported label mismatch. However, based on the reported event details and customer-provided photos, the issue was assessed as a packaging event regarding the box label having incorrectly indicated the calibration constant as 107, whereas interrogation of the pump confirmed a calibration constant as being 118. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.